Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a partial display on the insulin pump. The screen was turned on and off several times. Customer's blood glucose was 128 mg/dl. Customer changed the battery several times without result and black stripes occurred. Customer's mother later called back and customer was connected to another pump.